Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented remotely via merlin.net transmission, myopotential oversensing inhibition was observed. It is unknown if the patient was symptomatic or not. Upon review of the session records, low level of high frequency noise inhibiting pacing issue was observed. Patient was scheduled to perform recommend programming changes however the patient was not present. It was recommended to consider induction testing post programming changes to evaluate new settings. It is unknown if the patient was symptomatic to the event. No intervention was performed. No further information was available.